Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with an infusion set change in progress, with guidance provided over the phone to perform a site and supply change after a delayed supply change and a recorded blood glucose of 247 mg/dl and rising. Symptoms included elevated blood glucose without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or assistance. Investigation included a review of the event details and user report. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with a possible contribution from delayed supply change and pending infusion set replacement. It was concluded that the event was non-serious and resolved after site and supply change with no clinical sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.